Event description:
Pt had to be intibated x 3 due to defect in the nim emg endotracheal tube. Report states balloon would not hold air. Defect at the point where tubing for balloon connects to tube. Both defective tubes available for evaluation purposes.